Manufacturer narrative:
(B)(4). Baxter received the device in question. The customer report of the over infusion was received by baxter after the device was received and evaluated for a different symptom. Therefore, the state of the device did not allow for flow rate accuracy testing to confirm the customer allegation. The device did pass flow rate testing during the incoming functionality testing. Additionally, the device was found to be in specification in regards to the reported over infusion, and no related malfunction could be identified.

Event description:
It was reported that a spectrum pump over infused. The device was tested several times with "varying results" (medication, programmed amount and delivery rate unk). Any pt involvement, injury or medical intervention is unk.